Event description:
During a pta treatment procedure, the choice pt guide wire fractured, resulting in complete separation and the tip of the guide wire remains in the pt. The pt was asymptomatic during this event. The lesion being treated was a calcified lesion in the left anterior descending coronary artery. A taxus stent was deployed over the guide wire tip to secure it against the vessel wall. The procedure was completed successfully.